Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer had insulin flow block alarm. The customer also experienced high blood glucose. Blood glucose value at the time of event was 400 mg/dl. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.